Manufacturer narrative:
The air 10 psu has been returned to resmed for an engineering investigation. Visual inspection revealed thermal damage of the psu where the power cord connects from the airsense 10 device to the psu. The investigation methods, results and conclusion are not finalized at this stage. A supplemental report will be submitted when further information becomes available. The airsense 10 device user guide states: "make sure the power cord and plug are in good condition and the equipment is not damaged. If you notice any unexplained changes in the performance of the device, if it is making unusual sounds, if the device or the power supply are dropped or mishandled, or if the enclosure is broken, discontinue use and contact your care provider or your resmed service center. Keep the area around the device dry, clean and clear of anything (eg, clothes or bedding) that could block the air inlet or cover the power supply unit." Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an air10 power supply unit (psu) caught fire, began to melt and self-extinguished after the airsense 10 device was powered on and while plugged into a power strip. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The air 10 psu has been returned to resmed for an engineering investigation. Visual inspection of the psu revealed green oxidation traces on the ac connector. Based on all available evidence, the investigation determined that the reported complaint was due to water damage due to abuse/poor handling by the user. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Event description:
It was reported to resmed that an air10 power supply unit (psu) caught fire, began to melt and self-extinguished after the airsense 10 device was powered on and while plugged into a power strip. There was no patient harm or serious injury reported as a result of this incident.